Manufacturer narrative:
Concomitant medical products: product ID 97714 serial# (B)(4) implanted: (B)(6) 2015, product type implantable neurostimulator. Product ID 97754, serial# (B)(4), product type recharger. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. (B)(4).

Event description:
The patient reported stimulation in the wrong location. She felt stimulation in the inside of her legs; however, it was supposed to cover the outside of her left leg, hip bone areas, and back. The symptom was a gradual change; it was hard for the patient to tell initially as she was still under the influence of anesthesia and pain medications and as that wore off, she was able to determine that it was not in the right location. The patient also had uncomfortable and overstimulation. The stimulation change was related to the positional movement. When she stayed overnight in the hospital after implant, a manufacturing representative (rep) came the next morning to program. However, later that afternoon when she stood up the stimulation was way too strong. It was set to 4.8 and the patient decreased to 3.60 and that was much better. The stimulation issue was located in her legs. Three days later the patient reported that she was still having the same symptoms of stimulation in the wrong location and she was in pain because of this. The patient did not remember that she had already called about this issue. She did not know if she had different programs or groups set up to cover different areas of the body. It was noted that the patient was implanted for non-malignant pain. The patient later reported that the rep told her that it was programmed too far in and her pain was on the outside of her left leg and in the lower back and right side of the leg, sometimes. The rep told her that at her follow up appointment they would make any adjustments that needed to be made. The rep told the patient to set the stimulator so that she could withstand the stimulator and a rep would be at the appointment to adjust the device. The patient thought no steps were taken to rectify her situation. The patient later reported that they received a paddle lead after the healthcare provider (hcp) removed her other leads.